Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection no anomalies were observed. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device failed pace pulse noise. When measured using oscilloscope the device passed the ventricular pace pulse noise test. The liquid crystal display (lcd) was assembled into a golden unit. Upon functional test ran on tester the device passed all tests. Further no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manuf acturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that external pulse generator (epg) was failed for active current backlight test at incoming. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final func tional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.